Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 03/17/2022. Root cause: expired product used. Source: phone.

Event description:
The consumer reported conflicting sars results. The initial result was positive and upon repeat three days later it was negative. No additional confirmatory testing was performed. The consumer reported the second test was performed using an expired kit (off-label use).